Event description:
The user reported that the one-way valve is leaking and allowing air into the syringe during preparation of the device. The user reported this has happened five times. No harm or injury was reported. This is one of five reports for this complaint: 1721504-2012-00015 - this report, 00016, 00017, 00018, 00019.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user returned an additional 9 unused devices. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number outside of the complaint for five devices. The user did not indicate if this was the initial use of the devices. The used device was visually examined and tested for leaks, no leaks were found. No defect. The complaint was not confirmed. Method: pressure testing. Process evaluation.